Event description:
Customer reported a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose level. Customer declined troubleshooting due to lack of supplies and requested pump reset instructions via email. Technical support assisted with resetting the pump and advised the customer to reach out if the issue persisted.